Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 50 months after implant at a check up and interrogation of the device, it displayed a premature eri warning. No adverse patient side effects were reported. Should additional information become available, this file will be updated.